Event description:
The customer called report that he was treated by the paramedics, due to low blood glucose levels. The reported blood glucose reading at the time of the call was 69 mg/dl. The customer stated that he was found unconscious. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the displacement test. The reservoir volume matched the amount of insulin in the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.